Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported by the healthcare provider (hcp) she was doing a routine refill and she interrogated the pump with version 2 software for the first time and saw a motor stall and motor stall recovery message. The hcp stated they recently got updated software on the tablets and were not aware of the changes to the software version. The patient did not have a magnetic resonance imaging (MRI) and when she checked the pump logs there was no motor stall and recovery log.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.